Manufacturer narrative:
With the available information, boston scientific concludes that torsional overstress during attempts to position the lead caused the helix to break. Therefore, the evaluation conclusion code was updated. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was significantly stretched and the helix tip was broken off. The distal portion of the helix tip was not returned. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this lead was attempted to be implanted into the left bundle branch area. However, when trying to reposition the lead, the helix became stretched, then a portion of the helix broke off and remains in the patient's heart tissue. A different model lead was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Event description:
It was reported that this lead was attempted to be implanted into the left bundle branch area. However, when trying to reposition the lead, the helix became stretched, then a portion of the helix broke off and remains in the patient's heart tissue. A different model lead was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis but has not been received yet.

Manufacturer narrative:
With the available information, boston scientific concludes that torsional overstress during attempts to position the lead caused the helix to break. Therefore, the evaluation conclusion code was updated. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead was attempted to be implanted into the left bundle branch area. However, when trying to reposition the lead, the helix became stretched, then a portion of the helix broke off and remains in the patient's heart tissue. A different model lead was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.